Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received. Patient was revised due to loosening of the device. It was noted that she had pain and falls since it was placed in her knee. Her leg just kept buckling and it was the tibia portion.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 (B)(4). Details for gentamicin component of combination product: dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements .

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: device history review: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints review: a complaint database search on the provided lot number found 2 additional reports, both related to implant loosening. Total for lot number: 2 ((B)(4)). Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the surgical intervention, medical device removal.

Event description:
Medical record ad 17 june 2019 was reviewed on 5 december 2019. (B)(6) 2014: the patient underwent a left total knee arthroplasty secondary to severe arthritis. Attune implants were used and depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2017: the patient underwent revision of the left knee secondary to pain and loosening. Intraoperatively, the surgeon discovered synovitis and noted obvious loosening of the tibial component at the cement to implant interface. No intraoperative complications were noted. Doi: (B)(6) 2014; dor: (B)(6) 2017.